Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that there was an explant due to an infection. There was a report that the patient developed an infection and as a result, the lead and the stimulator was explanted. It was reported that they would not re-implant anything until the infection was clear. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.